Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working. It had stopped for two days. The customer's blood glucose level during the incident was 131 mg/dl. The customer reported that it alarmed after a battery change. The insulin pump was not alarming at the time of the call. The customer reported that the batteries were out of the insulin pump for greater than duration allowed by it. Troubleshooting was performed but the display did not return. The customer will be sent a replacement for their battery cap. The customer was advised to monitor the insulin pump. The device will not return for analysis.